Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated the flow rate was 0.9lpm. Device was alerting low flow (02). Guided to diagnostics showed that the system hours were 2553, pump hours were 2360, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, flow rate (fr) was 0.9lpm. They confirmed tubing was straight. Advised to call back if flow rate (fr) dropped below 0.7lpm. Explained correlation between heater capacity and flow rate. Per follow up information received via task on 10mar2026, spoke with charge nurse who confirmed patient completed therapy with the same neonate size pad. If around 0.7 lpm was the appropriate flow rate for a neonate pad because has seen flow up to 3.0 lpm. Explained the expected flow rate for a neonate pad should be 1.0 but that the heater would continue to engage if it was above 0.5 lpm. Requested tm be notified to send all the neonate pad calls from the past 12 months. Pad was disposed of.